Event description:
Two pts samples with discrepant calcium and or potassium results. Initial testing occurred in late 2007. Original samples repeated on 12/11/2007 on same analyzer. Pt 1, initial calcium gave 11.1 mg/dl, repeat gave 9.5 mg/dl. Pt 2, initial calcium gave 11.2 mg/dl, repeat gave 10.0 mg/dl. Initial potassium gave 5.3 mmol/l; repeat gave 4.4 mmol/l. Erroneous results reported. Pts not adversely affected. The field service rep was unable to determine the cause of the discrepancy.